Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo_12.6 implantable collamer lens of -10.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens explanted due to glare/haloes. The problem reportedly has been resolved. Cause reported as unknown.